Manufacturer narrative:
Device is not manufactured by allergan. There is no complaint against an allergan device. Additional, corrected and/or changed data: b.5, d.3, g.1, h.6.

Event description:
Healthcare professional reported "deflation" of a non-allergan device. This record is no longer reportable to the FDA as there is no complaint against an allergan device. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. This record is for the left side. Device was explanted.